Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed self-tests up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum standby temperature of the device. The device recorded multiple self-test fails due to a low battery between (B)(6) 2010 and (B)(6) 2011. The device was still in fault mode on the (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed, with the device passing a self-test. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number (B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of(B)(4) . Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Device switching on automatically.